Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during attempts to clip vessels with allport, the instrument failed to advance and release clips. A new clip applier was opened and the case was completed and there was no consequence to pt.